Event description:
This report is being filed as an adverse event solely to comply with the FDA's blood loss policy. Venous air alarms occurred during a routine hemodialysis treatment with visible air in the venous line. The operator was unable to remove all of the air. Treatment was discontinued without performing rinseback due to the amount of time elapsed, resulting in an estimated blood loss of 190cc. The pt's standard aranesp dose was increased. No other medical intervention was required.

Manufacturer narrative:
The reported blood loss is attributed to the operator not performing rinseback in a timely manner. The cycler alarmed appropriately to the presence of air in the circuit. The disposable cartridge was not available for evaluation. The exact source of the air cannot be determined. Occasional alarms during hemodialysis treatments are expected, and should not result in blood loss if device labeling instructions are followed. No similar problems reported subsequent to this event. A direct correlation between nxstage system one, and the reported blood loss cannot be established. Facility staff has been notified. Nxstage medical considers this report closed. No additional information will be provided.